Manufacturer narrative:
Investigation results: received: 1x propex iq propex iq file clip x2 b00ppiq2acfcl. 1x propex iq propex iq measurement cable b00ppiq1accbl.. 1x propex iq propex iq unit bspppiq000002 sn: (B)(6). Propex iq propex iq unit sav no defect no defect was found (tested with external tester) replaced 1x piq propex iq unit bspppiq000002 10818. Additional information has been requested for any injury/outcome - no further information received after 3 documented attempts complaint will be reopened if further information is received per 8000-sop-038.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation. However, the serial/lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a propex iq apex locator gave incorrect measurements. The outcome of this event is unknown as of this MDR. Further information requested.